Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2009;5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged soon after implant. The lv lead was attempted to be repositioned, however the coronary wire would not pass down the lead. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.